Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric and 99% stenosed distal circumflex artery. An intravascular ultrasound (ivus) catheter could not be advanced to the lesion. A 2.5 x 12 mm nc trek balloon catheter was advanced to the lesion for pre-dilatation. There was resistance felt with the lesion during advancement. On the second inflation to 14 atmospheres, the balloon ruptured. The catheter was removed and a non-abbott balloon catheter was used for further dilatation. The procedure was successfully completed by deploying an unknown stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported resistance and balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.